Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for the product return as the customer was talking about their general experience with the tip cover accessory product. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that the mcs sheath commonly split during use and the customer was not sure if the reported issue was due to mishandling/misuse (i.e. Technician did not push sheath far enough). No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter, isi clinical sales representative, had overheard a conversation where the customer had been chatting about the monopolar curved scissors product. The customer was not referring to a specific case but rather talking about the general experience with the product. No further information can be provided.